Event description:
It was reported that a continuous glucose monitoring system displayed error message 42 while customer used g7 sensor. There was no reported adverse impact to the customer. Customer support guided caller through complete pump reset, after which error message did not reappear and caller successfully started sensor session, with no additional issues reported.